Event description:
It was reported that the customer had unexplained high blood glucose levels. Customer's blood glucose level was 342 mg/dl. Customer stated that her blood glucose levels have been sporadic since (B)(6) 2015. Customer removed the cannula from her body because she was high, but it was not bent. Customer stated that she saw little bubbles of insulin instead of the normal ones that are usually there. Customer also had a button error alarm, no delivery alarm, low battery alert, and off no power alarm in the alarm history. Customer will treat with the pump and if it does not work, she will use a syringe. Customer stated that the drive support cap was indented and if she touched it, it made a snapping sound. Customer confirmed there were no air bubbles in the tubing. Troubleshooting was performed. Pump passed priming and high pressure tests. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube and cracked reservoir tube lip.